Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k) similar to device under PMA: p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, patient, who had a history of abdominal aorta replacement with an artificial vessel (y-graft), underwent tevar. The vessels were tortuous, but still within a IFU range. Access was gained from the fa. The tevar was performed with following normal procedure; securing an access route and conducting angiography. After angiography, zteg-2p-34-202-pf/ e3644253 (complaint device) was inserted into the patient as planned, but resistance was encountered near the abdominal artificial vessel (y-graft) and the user was unable to advance the delivery system. He tried to advance it despite the resistance since he wanted to place a stent graft without a proximal bare stent, but because the delivery system would not advance, it was removed from the patient. Then, damage (gathers) was confirmed on the sheath, which made him decide to stop using the device. The complaint device was replaced with alpha zta-pt-34-30-209-w1/ e3951528, and the procedure was completed. Patient outcome: the patient recovered.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that a 76-year-old male patient, who had a history of abdominal aorta replacement with an artificial vessel (y-graft), underwent tevar (thoracic endovascular aortic repair). The vessels were tortuous, but within IFU range. Access was gained from the fa. The tevar was performed following normal procedure; securing an access route and conducting angiography. After angiography, zteg-2p-34-202-pf/ e3644253 (complaint device) was inserted into the patient as planned, but resistance was encountered near the abdominal artificial vessel (y-graft) and the user was unable to advance the delivery system. The physician tried to advance the device although resistance was experienced. Due to the delivery system not advancing, it was removed from the patient. After removing the device from the patient, damages to the device´s sheath was noticed. The device was replaced with another device and the procedure was completed. There have been no adverse effects to the patient reported. The device was not returned, but three photos of the device were provided for the investigation. The pictures show the tip and sheath of the device with biomatter present. The white dilator tip is slightly curved and the sheath has several longitudinal compressions with folds. From the photos provided there does not appear to be any damages to the dilator or sheath tips, but assessment of this is not conclusive due to limited resolution of photos. It has not been possible to determine a cause for the difficulty of advancement of the device based on the provided photos. The instructions for use for this type of device provides guidance for advancement difficulties: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. Cook completed a review of the device history record (DHR) for the complete system and relevant subassemblies, which provided no indication that the device was produced outside of specifications. The complaint is confirmed based on the provided information. As per the reported information it is possible that the introduction system was caught in the y-graft which hindered the advancement, however the cause of the event could not be established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.